Event description:
Event description guidant received information that noise was oversensed on the rate/sense portion of this implantable transvenous defibrillation lead. The oversensing caused pacing inhibition. The physician was questioning whether the noise had anything to do with the shorted device issue as the device is on the recall list. The lead was implanted sub-pectorally.